Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Reviewof event description: it was reported that the surgeon used the cls rasp size 10 and put the implant of the same size. The implant subsided and the surgeon had to remove and discard the implant. A sl wagner was implanted. One picture of the different size rasps including size 8,9 and 10 was received. No product was returned to zimmer biomet for in-depth analysis. Root cause determination using sap rmw: - damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling = possible, correct handling of the device is not under control of zimmer biomet, therefore cannot be excluded. - failure of surgery due to wrong selection of components or use in combination with device = possible, correct handling of the device is not under control of zimmer biomet, therefore cannot be excluded. Conclusion summary the review of the DHR indicates that the device met all requirements to perform as intended. Neither cls rasp nor cls stem was received for the investigation. Therefore it is not possible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4). Note: a medwatch was already filed for the cls rasp with MFR report number: 0009613350-2016-01037.

Event description:
It was reported, that the surgeon used a cls rasp size 10 and put the implant of the same size, a cls spotorno, stem, 135, uncemented, 10.0, taper 12/14. The stem subsided and the surgeon had to remove and discard the implant. A sl wagner was implanted. The surgery was delayed for 30 minutes. Note: a medwatch was already filed for the cls rasp with MFR report number: 0009613350-2016-01037. Additional information was received on november 08, 2016 including the device cls spotorno, stem, 135, uncemented, 10.0, taper 12/14 and this medwatch report was created.